Event description:
Philips received a complaint by the customer on the v60 indicating that the unit would not go into standby mode. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit would not go into standby mode. The unit gave the customer a message to remove the patient mask. The remote service engineer (rse) advised the customer to perform a full performance verification test (pvt) to diagnose the issue. The rse also discussed the potential issue with the flow sensor assembly. The rse provided the customer with the part number of the flow sensor assembly. This investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.